Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 54-year-old male with a past medical history of coronary artery disease (cad), patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), oozing was noted at the access site. An epinephrine subcutaneous injection resolved the issue. Heparin was lowered to 500u/hr for 12 hours. One week after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 3.1l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Per the customer, the device is not available for return.